Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for high rate non-sustained tachycardia episodes and sic (sensing integrity counter) count on the right ventricular (rv) lead. There was also a lead noise alert triggered. A possible rv lead fracture was suspected. No action was taken as the patient checked themselves out of the ER (emergency room) against medical advice. The rv lead remains in use. No patient complications have been reported as a result of this event.